Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was explanted because the advisory on this model. Preliminary analysis revealed the device did not meet longevity estimates.